Manufacturer narrative:
The lot number for the device was not provided and a lot history review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. The investigation was confirmed for filter limb detachment. Based upon the available information, the definitive root cause for this malfunction was unknown. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800j vena cava filter allegedly experienced filter struts detachment. This information was received from one source. The malfunction involved patient with no known impact to the patient. The (B)(6) years old female patient's weight was unknown.